Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: · processor board defective · battery older than 2 years, replaced as a preventive measure during the technical inspection, it was determined that the product has a defective processor board, which is responsible for the imaging failure. The corresponding IFU cfh518_en_v2.0_IFU_ce-MDR, version 08-2023 states among others on page 8 that the product must be checked for functionality before use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when starting the monitor doesn't go on. No negative impact in state of health reported.